Event description:
It was reported that the left ventricular lead thresholds measured consistently high over the life of the device. The device battery depleted sooner than expected. The physician expressed dissatisfaction with the device. The device was removed and a new device was implanted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 implantable tachy lead: (B)(6) 2008. 4076 implantable pacing lead: 2008. (B)(4).